Manufacturer narrative:
Manufacturer¿s ref # (B)(4). After investigation is completed on 29jul2025 it is assumed that the sheath was inserted into the patient and the event is therefore reportable to FDA. Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: during femoral approach the celect-pt filter stuck inside the sheath hub. Filter and sheath were removed and another filter was successfully placed. The celect-pt filter still loaded to the femoral introducer was returned inside the sheath hub. Biomatter was noted on the device. The sheath was cut 26cm from the hub and a kink was noted 5cm from same. During investigation the filter could be advanced into the sheath and up to the kink. Based on the investigation findings the exact reason for the difficulties encountered when attempting to advance the filter cannot be determined, but the kink may have caused it. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age was scheduled for an unspecified procedure in which the cook select platinum navalign femoral vena cava filter set, g34502, was to be used. Filter got stuck inside the sheath hub. The end user never inserted the filter into the patient because the filter wouldn't advance into system on the back table. The staff opened another filter to complete the procedure.